Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending (lad) artery. A 10/3.50 flextome¿ cutting balloon¿ was selected for pre-dilation. During procedure, it was noted that the device was unable to cross the lesion. The lesion was then pre-dilated with a 2.0mm balloon together with the complaint device and a non bsc guide extension catheter. The balloon was inflated with an encore inflation device. First inflation was at 2atm, second inflation was at 3atm and third inflation was at 4atm all at 30 seconds duration; however, it was noted that the balloon ruptured at 7atm. The device was completely removed from the patient¿s body and completed the procedure with a different device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The balloon was observed to be unfolded and saline solution was present within the balloon which indicated it had been subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. A pinhole leak was identified 2 mm proximal from the distal markerband. A visual and tactile examination identified multiple hypotube kinks along of the device. This type of damage is consistent with excessive force being applied to the delivery system during device use. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the patient's condition was stable.